Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged to the septal area. It was noted that the patient experienced intermittent phrenic nerve stimulation as a result. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.